Event description:
It was reported that patient¿s left ventricle (lv) lead was dislodged. The lv lead was explanted and replaced with a new lead on (B)(6) 2024. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not yet received.

Manufacturer narrative:
Correction b1 - only "product problem" should have been selected. Correction d6a & d6b - implant and explant date should not been populated.

Event description:
It was reported that during the implant procedure, the left ventricular lead was dislodged. The lv lead was replaced and the procedure continued with the new lead on (B)(6) 2024. The patient was stable throughout the procedure.